Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer felt that the insulin pump was not delivering insulin accurately. The customer also stated that she has not received any no delivery alarms. The customer did not have a tubing clamp to conduct the high pressure test. Advised the customer that the tubing clamp would be shipped to her. Nothing further was reported.